Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, perforation of the ivc, and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. A stenosis is an abnormal narrowing in a blood vessel. Without medical records available it is not possible to determine the location/cause of the stenosis. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, perforation of the ivc, and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events seven years and six months post implantation after undergoing a computerized tomography (CT) scan. The filter was noted to have a tilt of approximately 17 degrees to the right and the left lateral posterior struts were noted to have perforated up to 6mm through the wall of the ivc. The patient also reports to have swelling and pain and to be suffering from emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, prior to the filter placement the patient had extensive deep vein thrombosis (dvt), swelling and pulmonary embolism (pe). During the filter implantation procedure, the filter was deployed in an infra-renal position. An angiojet catheter was then advanced and loaded with activase. The thrombolytic agent was then administered to the left superficial femoral vein and common femoral vein. It was allowed to dwell for twelve minutes. The angiojet was once again advanced with hep-saline solution and passed with the catheter to thrombectomize the vessel. Follow up injections were performed which showed residual thrombus however, there was significant reduction on clot burden. The patient reported significant improvement in leg pain and swelling. After the procedure, orders were written to re-start the patient on intra-venous heparin therapy. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, prior to the filter placement the patient had extensive deep vein thrombosis (dvt), swelling and pulmonary embolism (pe). During the filter implantation procedure, the filter was deployed in an infra-renal position. An angiojet catheter was then advanced and loaded with activase. The thrombolytic agent was then administered to the left superficial femoral vein and common femoral vein. It was allowed to dwell for twelve minutes. The angiojet was once again advanced with hep-saline solution and passed with the catheter to thrombectomize the vessel. Follow up injections were performed which showed residual thrombus however, there was significant reduction on clot burden. The patient reported significant improvement in leg pain and swelling. After the procedure, orders were written to re-start the patient on intra-venous heparin therapy. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, perforation of the inferior vena cava (ivc), and stenosis. Per the patient profile form (ppf), the patient filter was noted to have a tilt of approximately 17 degrees to the right and the left lateral posterior struts were noted to have perforated up to 6mm through the wall of the ivc. The patient also reports to have swelling and pain and to be suffering from emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Anxiety, swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. (B)(4).